Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that product sterility was compromised. A 6x60x130 innova stent was selected for use to treat the lesion. However, during unpacking, when the device was pulled out of the package, it spring back and part of the device hit the non sterile field. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.